Event description:
Lead 4046/(B)(4) was capped on (B)(6) 2022 due to product performance issue that indicated that the lead was experiencing loss of capture. No adverse patient conditions were reported.